Event description:
The patient presented to the clinic for a routine follow-up device interrogation. At this time, the clincian could not establish telemetry with the device. According to the patient's device history, the physician had noted rapid battery depletion over the last 9 months. The device had gone from 3.19 v to 2.88 v in that time. The device replacement was scheduled. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.